Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the log file showed unexpected gaps, indicating an issue with the suite pc. Upon troubleshooting, the fse found that the system had a software glitch and would not boot up the application. The fse has identified that software corruption is the root cause of the issue, and the software needed to be reloaded. To resolve the issue, the fse reloaded the software and confirmed that the system was operating normally and was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.